Manufacturer narrative:
The insulin pump was received with no button response and it had button error alarm due to corroded keypad traces. The device had cracked case at the display window corner, broken reservoir tube lip, minor scratches on the lcd window, cracked reservoir tube, cracked reservoir tube window, cracked belt clip slot, and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call, the insulin pump had alarmed button error. She didn't know the customer's blood glucose level. She didn't recall any significant event which may have caused the device to alarm. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.